Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative in regards to a patient who was being treated with baclofen intrathecal. The patient's indication for pump use was intractable spasticity and cerebral palsy. Volume discrepancies occurred during the last three refills where the healthcare provider had pulled out 5 ml more than what was expected. A catheter dye study and a roller study were performed on (B)(6) 2015 and no issues were identified. The refill had not occurred after a revision or implant. The patient's mother indicated that the spasticity in one of the patient's hands was a little worse; however, the doctor had not seen objective evidence of that. On (B)(4) 2015, information was received from the physician's office who reported that the type of baclofen being administered via the patient's pump was lioresal intrathecal. On (B)(6) 2015 a refill was performed where the pump was refilled with lioresal intrathecal (lot number not provided), the daily dose was 1325 mcg/day and the concentration was 2000 mcg/ml. The pump was next refilled on (B)(6) 2015. From (B)(6) 2015 to (B)(6) 2015, the lot number of lioresal was ds0078x2, and lot ID was "n5325" (invalid lot ID) the daily dose was 1325 mcg/day and the concentration was 2000 mcg/ml. A refill was performed on (B)(6) 2015 where the pump was refilled with lioresal intrathecal lot number: ds0078n11, lot ID: n562003, the daily dose was 1325 mcg/day and the concentration was 2000 mcg/ml. A pump refill also occurred on (B)(6) 2015. At the time of the events, the patient was being treated with dextroamphetamine 10 gm bid, diazepam 5 mg qid, zoloft 100 mg bid, and valproic aid 500 mcg bid. The patient had a relevant medical history of quadriplegia, tbi with coma, and no known drug allergies. The patient had followed up with the neurosurgeon on (B)(6) 2015 regarding the pump volume discrepancies. The clinic notes from (B)(6) 2015 were provided of the ir fluro. The patient had recurrent spasticity and had an existing baclofen pump. The pump evaluation was requested. Contrast was injected under fluoroscopic guidance which demonstrated that the pump tubing was intact. Flow was seen in the spinal column, but it was unclear whether the contract was collecting within the epidural or intrathecal space. There was a small kink of the catheter tip of uncertain significance which could conceivably be obstructive to flow. Additional information was provided on (B)(6) 2015 from a company representative who indicated there was no resolution to the situation as of (B)(6) 2015. The company representative met with the neurosurgeon on (B)(6) 2015, not in the presence of the patient. The meeting was to review the CT scan that had been done after the catheter dye study. It was clear that the contrast was intrathecal, not epidural. Also, the potential kink could not be seen that was noted in the report. In the opinion of the neurosurgeon, the catheter was intrathecal and patent.